Event description:
It was reported that this right ventricular (rv) lead perforated the heart and resulted in a pericardial effusion. The perforation and effusion were confirmed via echocardiogram. A pericardiocentesis was performed and this lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.